Manufacturer narrative:
(B)(4). Manufacturer conclusion is pending investigation completion.

Event description:
Healthcare professional reports: protime system inr result 1.4 and 2.6 on repeat. Patient therapeutic range was not provided. No report of adverse event, serious injury, or intervention.